Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction manufacturing site reported that system manufacturing date is year 2013.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The account reported that there was suction loss while the laser was firing. A description from the surgery center indicated there was an error that displayed during the lens fragmentation segment; the surgeon attempted to clear the error several times and then observed the actual suction loss on the camera view. The surgery center was unable to maintain suction. Although, the planned treatment was aborted, the surgeon completed the cataract surgery in the operating room without complications. No patient injury reported.